Event description:
Spacelabs received a report that a patient monitor indicated a spo2 reading of 100% for 2 minutes when the patient was blue.

Manufacturer narrative:
The customer stated that the spo2 reading showed 100% for 2 minutes when the patient was blue. A nurse observed the patient's condition and asked the patient to take deep breaths. The customer complained of a slow response of the spo2 reading on the monitor. The suspect monitor and module were tested on site by a spacelabs' field service engineer (fse) with no problem found. The devices were requested to be returned to spacelabs for further testing. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once additional information is obtained.

Event description:
Spacelabs received a report that a patient monitor indicated a spo2 reading of 100% for 2 minutes when the patient was blue. The customer also reported that there is a slow response of the pulse oximetry readings on the monitors.

Manufacturer narrative:
Spacelabs requested the return of the spacelabs module, spo2 cable, and spo2 sensor. The customer did not return the cable or sensor for testing. The module was tested and operated to specifications. In order to address the secondary issue of a slow response from the pulse oximetry readings on the monitors, the field service engineer changed the spo2 averaging from 8 seconds to 4 seconds. No one has been injured as a result of this alleged malfunction. The report is considered final and the issue is closed.